Event description:
A report was received that following an implant procedure the patient was experiencing pain at the ipg site. It was also reported that the patient was vomiting and shaking due to uncontrollable muscle spasm and pain. It was also reported that the patient was hospitalized, and it was unknown if medical intervention was provided.